Manufacturer narrative:
A 2. X 18mm balloon catheter and a 2.5 x 6mm balloon catheter were used during the index procedure. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced restenosis after having a coronary artery stent implanted. The patient's medical history is significant for angina, CABG in 1995, pci 2009, hyperlipidemia and hypertension, diabetes, fibromyalgia, osteoarthritis, chronic depression, gastric reflux and iron deficiency. The target lesion was the distal circumflex (cfx). The lesion was described as de novo and 90% stenosed. The lesion was pre-dilated followed by the implant of a 2.25mm x 13mm cypher stent at 14atms. Approximately five months later, chest pain inspired angiography revealed restenosis within 5mm of the previously implanted cypher stent. The event was treated with the implant of a drug eluting stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents and the progression of disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Event description:
The patient experienced restenosis. The patient was enrolled in the (B)(4) study with a 90% lesion in the distal circumflex. The patient had a 2.25 x 13mm cypher stent implanted at 14atm. Approximately five months post index procedure, the patient had chest pain and a revascularization was done to treat a new lesion in the proximal circumflex. The lesion was noted to be within 5mm of the previously implanted stent.